Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's daughter reported that the patient was hospitalized from a fall. There was no allegation against the dexcom system. It was indicated that the patient was not wearing the device while they were in the hospital. It is unknown if the patient was using the device during the time of event. There were no further event details provided. No additional patient information is available.